Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that pump battery gauge dropped after being connected to a power source multiple times. (90% to 5% on (B)(6) 2016 and 70% to 5% on (B)(6) 2016) there was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.